Event description:
Reportable based on device analysis completed on 10-nov-2018. It was reported that the burr stalled. Vascular access was obtained via the femoral artery. A 1.25mm rotalink plus was selected for use. During platforming, the burr was connected to the console and IV flush was connected to the advancer. However, it was noted that the burr was stalling after proper connection. The connections were checked but the burr was still not rotating. A new rotalink plus were then used and completed the procedure. No patient complications were reported. It was further reported that the burr shaft was not cut intentionally. The burr shaft was cut since the wire got jam in it. However, device analysis revealed that the coil was separated at the distal end of the sheath. The device was returned for analysis. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The advancer handshake is bent. The coil is stretched. The coil was separated at the distal end of the sheath, the distal coil and burr were not returned. The distal end of the sheath is damaged/torn. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn't able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. The ultem is so melted that the drive shaft could not be removed. There was dried blood in the turbine motor housing. Inspection of the remainder of the device presented no other damage or irregularities.